Manufacturer narrative:
Evaluation summary: image shows a 4.0mm*15mm endeavor resolute shelf carton, the luer and distal portion of a device. The lot number printed on the luer corresponds with the lot number on the shelf carton label and the lot number printed on gch. There appears to be deformation to the distal stent wraps. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was intended to be used to treat a non-tortuous, severely calcified lesion with 80% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the device failed to cross the lesion. A 4.0x15 mm integrity stent was used to complete the operation. No patient injury is reported. A photo of the device was provided and it was noted that the stent was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.